Event description:
It was reported that a suspected premature battery depletion on the insertable cardiac monitor (icm) was observed on a remote transmission. No intervention performed at this time. The patient was in stable condition with no adverse health consequences.